Event description:
It was reported by the perfusionist that the clip on back of monitor was broken and would not stay on pole. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt/end user.